Event description:
It was reported that the display on the insulin pump went blank. Battery was changed and the display returned and the device alarmed battery out limit. The insulin pump did not have a low battery alert prior to the blank display. It was explained that the display went blank due to depleted battery. High blood glucose value was high due to the no battery charge and customer not receiving insulin. Blood glucose value is 273 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.